Manufacturer narrative:
This report contains supplemental information for mentor asr reference number 1-124lt7s/1-125csw4. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. White material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 2 cm located on the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number 1-124lt7s/1-125csw4. It was reported that a (B)(6) female patient underwent an unspecified procedure with a mentor memorygel breast implant 250cc gel breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis was reported. In addition, the patient developed capsular contracture (baker grade ii) in her left breast. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On 08/26/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).